Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) acquired peritonitis and subsequently passed away. The cause of the peritonitis event was unknown. The patient was treated with vancomycin (1gm, daily and route not reported) for the peritonitis event. On the same day as the onset of peritonitis, the patient was hospitalized for another indication. Eighteen days after the onset of peritonitis, the patient experienced a myocardial infarction. On the same day, the patient passed away. Pd therapy was ongoing; however, the patient was not connected to the hc device at the time of death. An autopsy was performed and the cause of death was peritonitis and myocardial infarction. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.